Event description:
It was reported that the patient complained of feeling the pacemaker racing and then it settles back down after five minutes. The device threshold was reprogrammed to high and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.